Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the left ventricular assist device (lvad) clock reset, indicating a loss of power to the pump. A specific cause for this event could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed controller clock corrupt and clock invalid faults associated with a lvad clock rest, indicating a loss of power to the pump. The exact date and time of this event was unable to be determined due to the onset of the event being overwritten. The controller clock appeared to have been resynched on 12jun2024. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. The IFU and patient handbook outline system controller alarms, as well as the appropriate actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. The IFU also addresses pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review revealed system controller clock invalid faults. It was unbale to determine the exact date and time of this event. The controller clock appeared to have been resynched on (B)(6) 2024. Following the resynching, there were a few set speed changes below the low setting triggered low speed advisory alarms. These alarms resolved once the low limit was adjusted. Further review of the log files showed a lvad clock reset on 14:56:33, (B)(6) 2024.